Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. In general, pt factors that may affect the alleged event include: height/weight, activity level, and type of activity (low impact vs. High impact). Adherence to rehabilitation protocol is unk. Surgical notes state that during the exploratory surgery of the abscess, purulent fluid was withdrawn. The access cavity tracked up to the peritrochanteric region. At this point it was felt that the pt would need further intervention such as a possible revision hip arthroplasty. Based on the info provided, a definitive cause cannot be determined with certainty. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer. Inc. Considers the investigation closed.

Event description:
It is reported that the pt had intermittent pain and chronic induration of the right thigh, and was seen periodically for lab work-up and aspiration on unk dates. He presented to the emergency dept with acute worsening of right thigh pain. The pt underwent incision and drainage for pain and an abscess.